Manufacturer narrative:
H3: product analysis observed that the device was returned in a triple resealable bag. No traces of contamination were observed on the device at the time of receipt. However, the tracker hub and outer hub were dislodged from the blade. The outer hub remained adhered to the tracker hub but was dislodged from the irrigating collar/blade. Traces of adhesive were observed on one side of the irrigating collar but not on the opposite side. Functional testing was not performed due to the defective condition of the device upon receipt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery the part of blade came off. The procedure was completed with the back up product.  There was no patient impact.

Manufacturer narrative:
H6: code d1102 has been updated. The previously updated code d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.